Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 450mg/dl. The customer had not treated for the high yet. The mother states that insulin was leaking from the bottom of reservoir. Troubleshoot was conducted. The pump passed self-test. The customer was advised to monitor the device and call back if issues persist.